Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4). Device is not being returned.

Event description:
It was reported the physician performed an uneventful novasure endometrial ablation on (B)(6) 2015 and the patient was discharged home. Approximately two weeks post ablation the patient "developed endometriosis". On (B)(6) 2015, it was reported bloodwork was drawn (results are unknown). No cultures were being performed. The patient was admitted overnight and received intravenous (IV) antibiotics. The patient was discharged home the following day and the physician reported the "patient is fine now".